Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgment. This was observed post coronary artery bypass graft surgery.